Event description:
The customer contacted mallinckrodt to report they experienced a photoactivation module leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported during the photoactivation phase of the procedure they noticed the treatment bag filling with air. The customer inspected the photoactivation module and observed a leak coming from the module. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was in stable condition. The customer returned photographs, a video and the smart card for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction photoactivation module leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k219 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot k219 shows no trends. Trends were reviewed for complaint category, photoactivation module leak. No trends were detected for this complaint category. Photographs, a video, and the smart card was returned for evaluation. The complaint kit was not returned. Review of the data recorded on the smart card showed multiple alarm #(B)(6): treatment bag - air detected, and alarm #(B)(6): prime 11 alarms occurred during the prime phase. The alarms were reset, and the prime was completed. The treatment proceeded to the photoactivation phase with approximately 1471 ml of whole blood processed. During photoactivation an alarm #8: blood leak? (Photoactivation chamber) occurred, and the operator aborted the treatment. The customer provided photographs verify the treatment bag is full of air as reported by the customer. The video shows liquid being pumped into the treatment bag with air visible in the line. The photoactivation module is not visible in the provided photographs or video. The cause of the air in the treatment bag and line is most likely due to a leak in the photoactivation module. The root cause for the photoactivation module leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).